Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the image has blackout during angulation adjustment or when shaking the universal cord. Based on the results of the investigation, it suggests that the most probable causes are such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope exhibited that the screen becomes noisy. The issue occurred during preparation for use and before the patient was in the room. There was no report of patient harm.